Event description:
The customer reported that on 2/17/98 vasoseal was used following a diagnostic catheterization procedure. Pt was discharged four hours later and went to another hosp for open heart surgery. Two days later, the pt returned for f/u showing signs of infection. An I&d was done and pt was put on antibiotics.